Event description:
The patient contacted animas on (B)(6) 2012 reporting that after they went swimming, they noticed that the pump had no power. The patient tried multiple batteries and the pump would still not power on. The patient stated that the pump was working without issue until he went swimming. The patient confirmed that the battery compartment and battery cap were not damaged and the battery cap has not been changed in a year. The patient confirmed that the rubber keypad was intact. The patient stated there was no evidence of moisture in the pump. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): on examination, there was no damage to the battery cap or the battery compartment. The battery cap that was returned with the pump fit on the pump properly and was found to be within specification. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The pump underwent leak testing and revealed a leak in the display lens. The pump cover was removed for investigation and revealed no moisture inside the pump. The pump was evaluated and found to be operating within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.